Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient experienced ventricular tachycardia (vt) which required direct current cardioversion (dccv). A bedside echocardiogram noted that the impella inlet was one centimeter away from the aortic valve. Through imaging, the pigtail appeared to be bent and potentially moving towards the posterior wall. The device was explanted, and the procedural outcome was the patient survived.